Manufacturer narrative:
Pt remains ongoing with the lvad. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted with the MFR's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that power limit advisory alarms had been occurring, and the waveform was found to be abnormal. As a result, a decision was made to exchange the pump, and the pt's lvad was replaced with another lvad. The pt remains ongoing with the lvad.